Event description:
It was reported that during a coronary artery bypass graft, the tissue pad detached off. The detached pad was retrieved. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.